Manufacturer narrative:
Approximate age of device - 7 months. The patient remains on lvad support. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the lvad system produced a pump stoppage event. A log file reviewed by the manufacturer¿s technical service representative confirmed a pump stoppage event due to the percutaneous lead (driveline) being disconnected. Additional information was requested but was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: an analysis of the log file provided by the account confirmed pump stoppage events associated with the percutaneous lead (driveline) being disconnected. Additionally, intermittent elevation of pump power and flow were noted. It was communicated that after a low voltage advisory, the patient panicked and disconnected the driveline. No other atypical alarms were captured and the log file appeared to show the system operating as intended. The patient remains ongoing on vad support and no further issues have been reported. The hmii lvas IFU provides information regarding pump speed, power, flow, and pi and explains that if the percutaneous lead (driveline) disconnects from the system controller, the pump stops. It also states at least one system controller power cable must be connected to a power source (power module or two heartmate 14 volt lithium-ion batteries) at all times. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: additional information was received from the vad coordinator indicating that the lvad system was on 14-volt battery power, when the system produced a low voltaqe advisory alarm for 15 minutes of power remaining,, the patient panicked and thought there was an issue with the internal battery. The patient then disconnect the percutaneous lead (driveline), causing the driveline disconnect alarm, in an attempt to resolve the problem. After the patient reconnected the driveline, a low flow alarm occurred while the p ump was ramping up its speed. The patient was re-educated and verbalized that the driveline is to never be removed for problems with the battery, and that the patient must be in contact with a vad coordinator.